Event description:
This unit was reported as a repair and allegedly, the light source is giving e1 error repeatedly. No pt involvement or delay reported.

Manufacturer narrative:
Additional info will be provided once investigation is received.